Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that a perforation occurred during the procedure in which both a pilot guide wire and bmw guide wire were used. The patient was stented. No additional event or patient information is available.